Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after pcb00 was injected with healon and bag inflated, the lens inferior edge was tilted downwards and posterior capsule was found to be broken upon removal of the injector. Reportedly, the lens caused an otherwise intact capsular bag to rupture. Vitrectomy was performed and the lens was removed and replaced with a sulcus lens. Wound was sutured with 10/0 nylon and patient is progressing well post op. No further information was provided.